Manufacturer narrative:
It was reported that a patient with a 27mm 2625 porcine valve, implanted in pulmonic position underwent a valve-in-valve procedure after unknown implant duration due to regurgitation and stenosis. Patient presented with shortness of breath. The procedure was performed with a 29mm 9600tfx transcatheter valve. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors, structural valve deterioration or nonstructural valve dysfunction. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Central regurgitation can also develop due to non-structural valve dysfunction (nsvd) such as pannus/host tissue overgrowth on to the leaflets leading to abnormal coaptation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and or one was not suspected or confirmed through investigation no labeling non-conformance deficiency no use related issue with a hazardous situation no device related infection and no evidence of a product failure with regard to design, reliability, or use error based on the information available, a definitive root cause cannot be conclusively determined. The subject device is not available for evaluation. A DHR review is unable to be performed because no lot/serial number was provided. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2625 porcine valve, implanted in pulmonic position underwent a valve-in-valve procedure after unknown implant duration due to regurgitation and stenosis. Patient presented with shortness of breath. The procedure was performed with a 29mm 9600tfx transcatheter valve. Patient was stable and discharged post procedure. This is a 50-year-old patient.